Event description:
During an ercp procedure, the physician used a wilson-cook howell dash ii direct access system sphincterotome with pre-loaded tracer metro wire-guide. The coating came off the distal tip of the wire guide in the pt while in the mucosa around the papilla of vater. The coating was left to pass naturally at the physician's discretion. Post procedure the pt's condition was reported as good.